Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to correct field d4: model number and catalog number. The proximal only segment of the electrode was returned severed 67 millimeters (mm) from the terminal end and attached to the header to the s-ICD. The returned portion of the electrode was thoroughly inspected and analyzed. Visual inspection noted the high voltage and sense b cables had damage to the metal noted on the severed ends. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations and concluded that the damage to the electrode was consistent with post explant damage.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that the s-ICD and electrode were later explanted and returned with no additional information. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service.it was reported that the s-ICD and electrode were later explanted and returned with no additional information. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The proximal only segment of the electrode was returned severed 67 millimeters (mm) from the terminal end and attached to the header to the s-ICD. The returned portion of the electrode was thoroughly inspected and analyzed. Visual inspection noted the high voltage and sense b cables had damage to the metal noted on the severed ends. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations and concluded that the damage to the electrode was consistent with post explant damage.

Manufacturer narrative:
This report is being filed to correct fields d4: model number and d4: catalog number and to provide additional information.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that the s-ICD and electrode were later explanted and returned with no additional information. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct fields d4: model number and d4: catalog number.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service.